Event description:
A small section of the tip of a microbiology brush broke off during a bronchoscopy into the left upper lobe of the pt. No medical intervention was requried as the doctor thought the tip would be coughed up by the pt. Per hosp rep (05/04), the pt was unharmed.